Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. After the ablation phase of the procedure, the patient was reported to be feeling queasy and hypotensive. Pericardial effusion was confirmed by intracardiac echocardiography (ice). The remainder of the procedure was aborted and a pericardiocentesis was performed to drain 1000-1500 ml from the pericardial space. The patient was then moved to the operating room (or) for surgery. Prolonged hospitalization was required to recover from surgery. The patient had fully recovered from the event. The physician was unsure regarding the causality of the event but believed that it was probably caused by applying too much force with the ablation catheter. No biosense webster, inc.(bwi) product malfunctions were reported. Transseptal puncture was not done during the case. The catheter irrigation was set at 15ml/min for 40 watts (max wattage). Graph, vector and dashboard were used to visualize force. Visitag settings were 2.5mm, 3secs, fot 25% at 3g. Tags were colored by impedance drop. No error messages were reported. The total number of lesions were 4 for 2 minutes. The total fluid to the patient was 200ml.